Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient had purchased both replacements for their dexcom receiver after it allegedly failed to function properly. As per the patient, the device malfunction (went off) contributed to multiple severe medical emergencies. Initially, the patient was not aware of her blood sugar because the receiver was not functioning and later experienced extreme hyperglycemia with levels reaching approximately 2000 mg/dl. The patient claims that during these episodes, her heart stopped multiple times, requiring ICU admission at the hospital. She reported being hospitalized twice, including a prolonged ICU stay of about one month. Per complaint documentation, the patient asserts that they contacted dexcom repeatedly regarding the device issue and compensation and has legal recordings of these interactions. She alleged that she was told dismissive statements during these calls, hung up on, and did not receive promised follow ups. The patient also mentioned about receiving a letter from a pharmacy acknowledging defective receivers. She claim that when devices fail to connect, they are labeled as defective, and customers are instructed to purchase replacements. The patient reportedly expressed frustration over repeated communication failures, states she suffered multiple ICU admission due to malfunctioned dexcom receiver and is demanding compensation for damages, citing significant personal and professional impact. She also mentioned about legal implication involving a federal judge relative. The patient is requesting an immediate settlement and expresses anger over perceived dishonesty and lack of outreach from dexcom. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On the same day, it was reported that the patient had purchased both replacements for their dexcom receiver after it allegedly failed to function properly. As per the patient, the device malfunction (went off) contributed to multiple severe medical emergencies. Initially, the patient was not aware of her blood sugar because the receiver was not functioning and later experienced extreme hyperglycemia with levels reaching approximately 2000 mg/dl. The patient claims that during these episodes, her heart stopped multiple times, requiring ICU admission at the hospital. She reported being hospitalized twice, including a prolonged ICU stay of about one month. Per complaint documentation, the patient asserts that they contacted dexcom repeatedly regarding the device issue and compensation and has legal recordings of these interactions. She alleged that she was told dismissive statements during these calls, hung up on, and did not receive promised follow ups. The patient also mentioned about receiving a letter from a pharmacy acknowledging defective receivers. She claim that when devices fail to connect, they are labeled as defective, and customers are instructed to purchase replacements. The patient reportedly expressed frustration over repeated communication failures, states she suffered multiple ICU admission due to malfunctioned dexcom receiver and is demanding compensation for damages, citing significant personal and professional impact. She also mentioned about legal implication involving a federal judge relative. The patient is requesting an immediate settlement and expresses anger over perceived dishonesty and lack of outreach from dexcom. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.